Event description:
A complaint was received regarding a 4.5" smallbore bifuse ext set w/2 microclave® clear, 2 clamps, luer lock that experienced breakage during use. The report stated, "nurse noticed broken bifuse in the patient's highchair".

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 1jul2025 has been used as a placeholder. E1 - additional contact (B)(6). Investigation summary: one (1) used partial. List #mc33371, 4.5" smallbore bifuse ext set w/2 microclave® clear, 2 clamps, luer lock, two (2) used. List #unknown, extension tubing and two (2) used. List #unknown, extension set with clave and micron filter were returned for evaluation. As returned, the male luer of the mc33371 was observed to be separated and missing from the set. Additional the male luer from the unknown extension set was returned separated. The tube from the mc33371 was visually inspected and cut tube like the tube had been pulled was observed. The tube was measured finding shorter than specification. Complaint of broken can be confirmed. The probable cause is typically due to pulling force applied during use. A returned non ICU set was observed with a tube separation. However, since this is an non-ICU medical set the probable cause cannot be determined. A device history review could not be conducted because no lot number(s) was/were identified.